Manufacturer narrative:
There was no indication of any malfunction of the device. The device was not returned. The month and year of the event are known; the exact day is not. I entered (B)(6) 2007.

Event description:
Allegedly, in (B)(6) 2007 the patient underwent a laparoscopic myomectomy for removal of uterine fibroids during which a laparoscopic power morcellator was used and following the surgery, a pathology examination was performed and she was diagnosed with uterine cancer.

Manufacturer narrative:
The claim or lawsuit against ksea was dismissed or withdrawn because there was no karl storz product involved.